Manufacturer narrative:
(B)(4).

Event description:
It was reported the device would not interrogate. Several programmers were used but were unsuccessful, no communication could be established. No further information available on resolution.